Manufacturer narrative:
Ocd qa performed retain testing to confirm reactivity of the s antigen, satisfactory results were obtained. Ocd product support the returned sample with retains of vra101. Weak reactivity (0.5+) was observed with cells 9 and 11.